Event description:
Customer reported that the paramedics were called to assist their for low blood glucose. Troubleshooting was performed and pump appeared to be operating normally. Although daily totals did not match with basol and bolus amounts. Instructed customer to return pump.